Manufacturer narrative:
This supplemental report is being submitted to correct field e2 and to provide the results of the manufacturer's investigation. Correction: e2 - "health professional?" Was initially reported as "no." However, upon further review this information is unknown. Attempts for additional information were conducted but no information has been received. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. Possible causes include stress to the connector applied by the user or impact with a hard object. The IFU contains the following statements that may help detect the reported event: chapter 3.inspection before use . 3.3 inspecting the connectors. "Check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The olympus field service engineer replaced the broken connector. The device was repaired and verified according to the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
An olympus field service engineer reported the endoscope reprocessor had a broken yellow connector. The discovery was made during annual preventative maintenance. There was no patient involvement or impact to patient care reported for this event.